Event description:
The customer reported that there were multiple instances of error codes messages of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.